Manufacturer narrative:
(B)(6): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Myocardial infarction, restenosis, and death are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2008, three xience v stents were implanted, a 2.25 x 15 mm, a 2.5 x 12 mm and 2.75 x 18 mm, in the left anterior descending artery (lad) and the right coronary artery (rca). On (B)(6) 2008, surgical intervention was performed for repair of a pseudoaneurysm of the right common femoral artery unrelated to the xience v stents. Additional information was reported that the patient was re-hospitalized approximately 10 months post stent implant and myocardial infarction was diagnosed. Angiography was refused by the patient. The patient was discharged five days later on (B)(6) 2009 with the condition resolved. On (B)(6) 2009, the patient was re-hospitalized for treatment of in-stent restenosis of the 2.25 x 15 xience v stent in the lad. Balloon angioplasty was performed for treatment of the restenosis and the patient was discharged (B)(6) 2009 with the condition resolved. On (B)(6) 2010, end stage renal disease and severe heart failure was diagnosed. The patient was re-hospitalized (B)(6) 2010. The patient was transferred (B)(6) 2010 to another hospital and dialysis was initiated; however, the patient died (B)(6) 2010. Though requested, no additional information was provided.